Event description:
A pt (history requested but not provided, except that pt was dehydrated) was brought to the hosp in a coma because of insulin dosage based on results from the suspect device gave 130 or 135 vs. Lab result of 96.

Manufacturer narrative:
Standard disclaimer on file.